Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: unknown oxford bearing; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. G2 - foreign: belgium. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial operation at an unknown date. Subsequently, they were revised due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported that the patient underwent an initial operation on an unknown date. Subsequently, the patient required a revision surgery due to dislocation of the bearing implant, which occurred while the patient was cycling. No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it has been determined that a medwatch report is not required for the femoral component, as it did not contribute to the reported ¿bearing dislocation.¿ accordingly, this medwatch will be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.